Event description:
It was reported that the endoscopic intraluminal 29mm stapler for bowel resection, the anterior anastomosis part did not staple. The posterior did. As a result, more of the bowel needed to be resected.

Manufacturer narrative:
Information anticipated, but unavailable at this time.